Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03318, 0001825034-2017-03319.

Event description:
It was reported that the clinical patient underwent an elbow arthroplasty revision due to infection with discharging sinus. All components were removed and spacers were inserted. After a series of debridements, a large humeral bone defect was noted in the elbow. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03320, 0001825034-2017-07272 and 0001825034-2017-07273.

Event description:
It was reported that the clinical patient underwent an elbow arthroplasty revision due to infection with discharging sinus. All components were removed and spacers were inserted. After a series of debridements, a large humeral bone defect was noted in the elbow. The patient was re-implanted with a total humeral system. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown discovery ulna. Reported event was confirmed by review of provided surgeon notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were reviewed by operative surgeon and notes provided. The mosaic prosthesis became rapidly infected post-operatively with discharging sinus and the device was extracted and spacer applied. A series of attempts of debridement were done to eradicate the infection which left a large humeral defect and the decision was made to reimplant with a total humeral srs prosthesis. Patient has history of loosening and instability. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.